Event description:
It was reported that upon advancing the voyager dilatation catheter over another co's guide wire through a guiding catheter, resistance was met upon advanced through the guiding catheter. All of the devices were removed from the pt, and when the voyager dilatation catheter was removed from the guiding catheter, the shaft was separated about 5-7 inches from the tip. No pt injury was reported, no medical intervention was reported.

Manufacturer narrative:
During processing of this complaint, qa attempted to obtain complete event info and pt status from the hosp, field contact or distributor. H6. Results: quality engineering was unable to determine a root cause at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: qa analysis revealed that the catheter was returned without any blood visible and there was fluid visible in the inflation lumen. The outer member was separated 5.3 cm distal to the guide were exit notch. The inner member was separated 12 mm distal to the guide wire exit notch. The fracture faces were jagged. The separated distal portion was not returned. The shaft was torn at the distal end of the guide wire exit notch to the distal end of the catheter where it separated. The shaft was stretched for a length of 2 mm at the guide were exit notch junction, and also 5 mm distal to the guide wire exit notch for a length of 8 mm. Quality engineering was unable to determine a root cause at the time of this report. Results and conclusions will be forwarded upon completion.